Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 550 mg/dl at the time of incident. The customer treated high blood glucose with bolus. Customer reporting past event of insulin flow block alarm. Customer reports event was resolved by infusion set change. The insulin pump will not be returned for analysis.